Manufacturer narrative:
Based on the ongoing investigation, the wireless switch may get stuck on its own after battery replacement. The protective cover was removed, but the problem persisted. As a corrective measure, the service team replaced the hand switch. The customer has not provided any specific details about any unintentional exposure events, internally the team was unable to replicate the issue.

Event description:
System may be intermittently exposing and unclear whether the hand switch is getting intermittently stuck.